Event description:
It was reported that the arctic sun device gave the nurses on the floor alert 114 (treatment stopped) and 14 (patient temperature 1 probe out of range). During functional it was determined that the device showed no signs of issues. System hours were 1982, requested 2000-hour service. Per sample evaluation results on 20sep2024, it was reported that the pressure transducer reads -3.3 with no circulation pump power applied and tank seals were cracked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave the nurses on the floor alert 114 (treatment stopped) and 14 (patient temperature 1 probe out of range). During functional it was determined that the device showed no signs of issues. System hours were 1982, requested 2000-hour service. Per sample evaluation results on (B)(6) 2024, it was reported that the pressure transducer reads -3.3 with no circulation pump power applied and tank seals were cracked.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The device was evaluated. The tank seals were found to be cracked. The tank seals were replaced. The device passed all applicable testing and is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.